Manufacturer narrative:
Field complaint of premature discharge of battery was confirmed. The device was received from the field with battery voltage at end of service level. Longevity assessment found the implant duration did not meet the projected longevity indicating premature depletion. The results indicate the device premature depletion was traced to a ceramic capacitor on the hybrid which depleted the battery prematurely.

Event description:
New information noted that the device was explanted and replaced on 02 jul 2020. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker exhibited premature battery depletion. No intervention was performed. The patient was in stable condition.